Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. The same day as event onset, the patient was began treatment with vancomycin injection (2gm per 5 days, ongoing), fortum injection (1gm per day, ongoing) and heparin injection (1/2 ml per bag, ongoing) for this event. The patient was discharged 16 days after hospital admission. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.